Manufacturer narrative:
The lead will be returned for analysis. When analysis is complete, this investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The stylet could not be inserted completely due to body fluid infiltration. The allegation of lead fracture was not confirmed. Laboratory analysis did not reveal any further issues.

Event description:
Boston scientific received information that during the implant procedure, when attempting to insert the guidewire into this left ventricular lead, the lead fractured. It was noted that the guidewire was not the ideal size for this lead. No adverse patient effects were reported.